Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The device was scheduled for explant with no resulting adverse patient effects. The longevity appeared to have accelerated from the previous in office follow-up and for this reason, not as expected however the overall duration of this device is approximately ten years. The device was confirmed explanted however not returned for analysis.